Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said when they plugged in the controller to charge the implant about a month and a half ago, the controller just had a bunch of screen information on top of each other. Patient mentioned they had not been using the controller since then because the screen was all screwed up and hadn't worked. Patient mentioned this was a replacement controller that they got about 3-4 months ago because their previous controller wasn't working (not due to being lost). Agent had patient clarify what part they were sent as agent only saw a previous ac power supply replacement in (B)(6). Patient said it was the controller, not the ac power supply they got, and said they called rep wendy (last name asked unknown) back at that time and they got patient to where they needed and a replacement piece was sent to their house. Patient reset controller on the call and after reset, plugged into ac power and confirmed green light was blinking. Patient tried to unlock, but saw no device found. Patient then unplugged from ac power but saw controller battery low mes sage. Patient did not have recharger with them. Agent reviewed to leave controller in to charge full, then charge the implant and call back if they needed help with charging or further troubleshooting. Agent reviewed no device found troubleshooting with patient. It was reported that the monitor seems to not be working even though charged; it won't turn on. Patient stated no steps taken and they have not heard back.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6), implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.